Event description:
During pretest, the probe frosted on the entire probe, both shaft and handle.

Manufacturer narrative:
Lot number correction - device lot number is 26630 not 26539 as originally reported. Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.